Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. No additional information can be requested at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer using a known good power supply and power cord, review of the error logs shows the device has 344.4 blower hours and 331.4 therapy hours. There were no errors logged. Care orchestrator data shows a 58.9% compliance rate, and patient used an adaptive setting with tube temperature set at 2.during the investigation, pil observe. The screws for the top enclosure were observed to be missing. A dust-like contaminant was observed on the top enclosure, front panel, bottom enclosure, and blower. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower and blower box. The brass nut on the blower was observed to have corrosion on it, likely due to liquid ingress to the blower. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Box h: device eval. By mfg? (Rfb), (device) problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated. Box d:device serviced by 3rdp?,device avail. For eval? (Rfb) & date returned? Was updated.